Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 505 mg/dl. The customer changed out the infusion set tubing and site. Customer delivered a bolus via the pump to address the issue. Reportedly, bg lowered to 410 mg/dl and was continuing to decrease to target range. A pump system check was performed and no device issue was identified.